Event description:
It was reported that during the implant attempt, the physician attempted to extend the helix while the lead was inside the patient, and after 30 turned the lead began to torque. Following two more attempts with similar results, the lead was removed from the patient and tested on the table. The first attempt resulted in the lead torquing on the table, and the second attempt resulted in over 60 rotations before the helix finally extended. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching and damage at implant. (B)(4).